Manufacturer narrative:
The event occurred in france. It was reported that the rotaflow console stopped around 5 p.m. On (B)(6) 2021. Customer switched to the emergency drive and change the pump and circuit. No harm or death has been reported but it was a significant risk for the patient. A getinge field service technician investigated the affected rotaflow console (rfc) with s/n (B)(6) and the technician could not reproduce the reported failure "pump stop". The rfc was tested over more than 2 hours under various conditions and no abnormalities were found, no evidence of any failure or incorrect function. The device was put back in use. The concerned rotaflow console is not equipped with the protection against inadvertent actuation of the on/off switch button and the rotary knob as the rotaflow console is not a ICU variant. Customer confirmed that he intends to replace all the rotaflow consoles on site. Based on these investigation results the reported failure "pump stop" could not be confirmed. However, the failure mode "pump stop" can be linked to the following most possible root causes according to our risk management file (dms# 2023689): unintended rpm change by user. Unintended switch off by user. The review of the non-conformities was performed on 2021-09-17 and during the period of 2009-09-01 to 2021-09-17 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2009-09-01. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in (B)(6). It was reported that the rotaflow console stopped around 5 p.m. On (B)(6) 2021. Customer switched to the emergency drive and changed the pump with another one. No harm to any person has been reported. Complaint ID: (B)(4).